Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-jan-2017, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. It was reported that the computer was replaced. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicate. No issues were observed while the computer was under testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system displayed 'no input detected' on the monitors when the system was booted up. The system was hard rebooted and the issue was resolved. It was unknown if the computer was turned on or not. There was no patient present when this issue was identified. An update was provided that the computer was not previously replaced and that the computer had multiple issues. Clarification was received regarding the 'multiple issues' and it was reported that the system would freeze and need a reboot or would go to 'no signal" screen.